Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock line was unable to be removed. It was reported that on (B)(6) 2022, the patient presented with mitral regurgitation (mr) grade 4. The first mitraclip delivery system was advanced and grasped the leaflets without issues. Deployment was initiated per instructions for use (IFU). The lock lines were unraveled per IFU. During lock line retraction, the line felt tight with unusual resistance noted. The other end of the lock line had retracted into the device, so the physician continued, attempting to retract the free end. About 6 feet of lock line was removed, when the line was unable to be removed any further. To keep tension and aid in device removal, the physician placed hemostats at the end of the lock lever with cap. The device with the undeployed mitraclip, was successfully removed without further issues. No knot had been observed. In replacement, another device was successfully implanted, reducing mr to grade 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.